Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely an electrical component failure led to component failure for the no image issue. After the connector was replaced, the image issue was resolved. It was likely degradation led to component failure for the chip on the light guide lens. Date of event is unknown. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated there was no image and the light guide lens had a chip. There was no patient involvement.